Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal missing. Functional testing found the motor to be blocked. The motor was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 1870. There was unknown patient involvement.